Event description:
While the cath lab table was being lowered, it allegedly caught a control box cable supposedly putting strain on the cable and allegedly causing the device to go out of control. The system reportedly nearly made contact with the pt.